Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/19/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: * how was the patient suffering and pain treated? * were there any unexpected outcomes or complications as a result of this incident? * was there any change in the patient¿s post operative care due to this incident? * were there any patient consequences? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a secondary cesarean section under combined spinal and epidural anesthesia procedure on (B)(6) 2024 and suture was used. It was reported that a pregnant woman underwent surgery from 11:40 am to 13:20 am. During the operation, the doctor needs to use sutures to suture the uterine muscle layer for the patient. However, during the suture process, the problem of pulling off suture needle happened and could not be used. After replacing the other suture, this phenomenon did not occur. The incident resulted in increased patient suffering, prolonged surgery time, and increased patient costs. Additional information was requested.